Event description:
The customer stated that she ran a test and received a result of 406mg/dl. She did not feel like this was an accurate reading so she went to the hosp where, an hour later, they received a reading of 200mg/dl. A review of the system was conducted over the phone. The customer did not have all of the necessary supplies to complete the review. The meter was working according to specs but were not able to test the reagent strips. The customer was sent control solution to finish the system review and asked to call when she received the add'l testing supplies. The customer was invited to call 24/7 with future questions/concerns.